Event description:
It was reported the staff said device would not power on so the device was sent to the biomed for checkout. Biomed determined there is fluid migration or contamination inside the device. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Battery release, release spring, release o-ring, battery contacts, battery drawer, and battery flex are contaminated and corroded. Upper and lower cases are broken and corroded. Ring cover , side bail covers, ring, and side bails are missing. Lead flex cover is corroded. Keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.